Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736226, serial/lot #: (B)(6). H3: the system was serviced in the field, and the system performed as intended. Codes b01, c19, d14 are applicable to this analysis. H3: logs were received and software analysis was completed. There were 2 sessions of application logs present on the issue date and first session captured a core file. The core file was generated by "qmlguiservice" and the program got terminated by signal sigsegv, in the libnvidia-glcore.so.430.40 in the function "qsgbatchrenderer::renderer::unmap()". A software issue was confirmed. The reported event results from a software malfunction. Codes b01, c10, d18 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess). It was reported that the site saw the 3d model disappear on the registration screen and then the system prompted with an error code 64. The system rebooted and they were able to continue with the surgery. There was no reported delay to the procedure. There was no reported impact to the patient.